Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient claimed that the stimulator stopped working and the device wasn¿t charging very well. No troubleshooting/interventions were performed yet. The hcp wanted to page a manufacture representative (rep). The caller indicated that the patient was admitted to the hospital for a fall and leg fracture. The patient thought that their leg gave out because the stimulator stopped working. The caller initially said that the stimulator stopped charging a couple of days ago and then specified that it began on (B)(6) 2019 but later indicated that the fall occurred on (B)(6) 2019 so it remains unclear when the issue began. The hcp was transferred to have a rep paged. No further complications were reported/are anticipated.